Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Also, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the blood glucose level reached to 15 mmol/l (270 mg/dl) while wearing the pod for between 5 and 24 hours on the skin. It was discovered that the pink slide did not move forward which indicates a failure of needle mechanism to deploy as indicated during activation. Upon the pod removal, the patient found the cannula bent.

Manufacturer narrative:
D4 model, catalog and primary UDI numbers were updated.